Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported there was an incomplete mesh. Living legacy foundation is a cadaver lab, therefore there is no patient involvement.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the device produced an incomplete mesh as the gears were damaged and the cutters did not pass testing. The mesher was repaired as the gears were replaced; however, the cutters are not repairable and were returned to the account as it. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.